Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6), study ID (B)(6). It was reported that loosening of internal fixation and fusion devices may occur. The CT scan of the lumbar spine showed: bone destruction, absorption and widening of the radiolucent area around the internal fixation and intervertebral fusion device, and increased. Onset date 2025-06-19. Primary diagnosis was stenosis. Ae reported for low back pain and currently not recovered / not resolved. Site and sponsor assessments: probable related to both the ib fusion device (capstone peek) and posterior supplemental fixation system, and not related to the procedure or the tlif grafting material.